Event description:
Per the clinic, the patient experienced pain and infection, leading to the decision to explant the device. Additional information has been requested, but not provided as of the date of this report, (B)(6), 2012. The device was explanted, date not reported. It is unknown if there are plans to reimplant the patient with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: per patient's surgeon, the device was not explanted as previously reported. The abutment was removed on (B)(6) 2012, due to reports of pain and infection around abutment site. The patient was prescribed oral antibiotics (type and amount not reported) to treat infection. There are no plans to replace abutment, as of the date of this report, (B)(4) 2013. The implanted device remains. This report is filed (B)(4) 2013. Device is not available for analysis.